Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-feb-06. It was reported that the hospital will return the patient¿s implantable neurostimulator (ins). There is no further information related to this event.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient fell in (B)(6) 2016 and the ins stopped working. As a result, the ins was explanted. Impedances were checked with the multi-lead trialing cable and were found to be normal. No symptoms were reported. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.